Manufacturer narrative:
Initial report sent: 08/21/2007.

Event description:
Procedure type: esophagogastrostomy. Pt sex: unk. According to the reporter, during a gastric cancer resection, a ppceea 25mm was used to do the esophagogastrostomy. After being fired, the instrument was removed. Malformation of several staples were found. Then the esophagogastrostomy was redone with a new ppceea 25 successfully.